Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system - battery. Model #: unk, catalog #: unk, expiration date: unk, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bad connection between the power port on the right side of the controller and the battery. The controller and the battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Additionally, the battery was able to adequately connect to a controller with no abnormalities observed. As a result, the reported event could not be confirmed. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2016 / serial or lot#: (B)(4). UDI #: (B)(4). Return date: 29-may-2019. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-jan-2017. FDA results code(s): 3233. FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.